Manufacturer narrative:
An event regarding loosening involving a patient specific distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which was inserted on (B)(6) 2016. The surgeon reported that the implant has loosened and there is no bone growth onto the ha collar. The radiographs provided showed that there are fine radiolucent lines between the cement mantle and the bone, which is more obvious near the resection level. On the other hand, it is noted that no bone has grown onto the ha collar. Therefore, the radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicates 1 device was manufactured and accepted into final stock on 28jun2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 04jan2016 to present for similar reported events regarding loosening of the femoral component in patient specific distal femur devices. There have been 7 other events. Conclusions: an event regarding loosening involving a patient specific distal femur was reported. During the revision surgery the surgeon reported that the reason for revision was no bone on-growth onto the original custom prosthesis collar. The revision was successful and the new custom implant was implanted as per procedural plan. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose femoral component". Note indicate "previous distal femoral epr (B)(6) 2016" additional notes indicate" for revision of femoral component only with uncemented stem, ha collar and silver treated". Update 21oct2019 - it was reported that "the reason for revision was no bone on-growth onto the original custom prosthesis collar."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not explanted.

Event description:
Patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose femoral component". Note indicate "previous distal femoral epr (B)(6) 2016". Additional notes indicate " for revision of femoral component only with uncemented stem, ha collar and silver treated".